Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn out, and it was partially peeled off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported problem was like caused by the following mechanism: nothing was grasped between the grasping section and the distal end of the probe, while the output was activated in seal & cut mode (this includes after tissue resection). The instruction manual provides the following: "do not activate output in seal & cut mode while the grasping section is closed, without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad; such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode; apply light tension on the tissue so that users can confirm, it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off. And partial separating of the tissue pad may occur; due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, during a colon procedure. The thunderbeat tissue pad came off. There were no dropouts into the patient¿s body. The procedure was completed using a replacement device. There was no patient harm associated with this event.